Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A healthcare professional reported that the customer received an unspecified sensor reading that was lower than he feels. The customer experienced unspecified symptoms of hyperglycemia and diabetic ketoacidosis (dka). The customer was transported to the emergency and the customer¿s blood glucose was monitored and readings of 1.3 mmol/l and 1.9 mmol/l were obtained on the sensor. At the hospital, the customer was diagnosed with dka and received an unspecified dose of insulin, IV fluid for hydration, and potassium supplement as treatment. The customer further reported he was closely monitored for ¿biological¿ and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A healthcare professional reported that the customer received an unspecified sensor reading that was lower than he feels. The customer experienced unspecified symptoms of hyperglycemia and diabetic ketoacidosis (dka). The customer was transported to the emergency and the customer¿s blood glucose was monitored and readings of 1.3 mmol/l and 1.9 mmol/l were obtained on the sensor. At the hospital, the customer was diagnosed with dka and received an unspecified dose of insulin, IV fluid for hydration, and potassium supplement as treatment. The customer further reported he was closely monitored for ¿biological¿ and no further information was reported. There was no report of death or permanent impairment associated with this event.